Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting provider reported that a patient received five coolsculpting elite system treatments: 1) treatments on (B)(6) 2023 used the f125 applicator on the inner thigh. 2 & 3) treatments on (B)(6) 2023 and on (B)(6) 2024 used the curve 150 (c150) applicator and used the curve 120 (c120) applicator on the abdomen. 4 &5) treatments on (B)(6) 2023 and (B)(6) 2024 used the curve 120 (c120) applicator on the flanks and back. After treatments, the patient may have developed possible paradoxical hyperplasia (ph) to all treatment areas.